Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found to meet specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through a review of the event history log. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.